Event description:
During evaluation of a returned homechoice device, a high drain 106 (night drain cycle six) alarm was identified in the log. This alarm inidicates that the patient drain volume exceeds 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2013 09:44:42. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The high drain 106 alarm event was confirmed through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.